Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The adhesion/clogging of the material in the auxiliary water channel was confirmed. Based on the results of the investigation, the foreign material was simethicone type product and was possibly not removed since the reprocessing was not conducted properly due to leakage from control section and scope connector. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope jet channel had a white contamination. The issue occurred during the maintenance. The procedure was unknown, and it was completed using the same set of equipment. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: distal end adhesive glue to be replaced; switch head to be replaced due to leaking; scope connector ventilation required due to water ingress; air/water channel was blocked; water flow not to specification; water removal not to specification; water channel had blockage evident; and electrical safety test not to specification. Should additional relevant information become available, a supplemental report will be submitted.